Event description:
This pt with lymphoma was undergoing chemotherapy at a doctor's office when pt began having some burning sensation at the port site. Later, pt developed erythema at the site. An x-ray on the day before the event date revealed leakage of contrast between the port and the catheter area. Therefore, pt was taken to surgery on the event date for removal and replacement of pt's port. Pt tolerated the procedure well and was discharged home that same day.